Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned truetome jag 44 was analyzed, and a visual inspection found that the working length was twisted, also, the cutting wire was bent. The guidewire was found in good condition. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. It is most likely that, as part of device manipulation during preparation, an excess of force was applied in order to get the device out of the packaging or during mandrel removal. The investigation findings and all information available concludes the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cholelithotomy performed on (B)(6) 2025. It was reported that after unpacking, it was found that the tip of the cutting wire was slightly to the right. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.